Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging incorrect info - vial. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014), the patient¿s test strips #3546100 have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/16/2014, respectively, with the following findings: the test strips #3546100 involved with this complaint failed testing. The test strips #3546100 were found to have been mixed in the strip vials with a different test strip lot number (#3520118). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.